Event description:
The atrial septal defect measured 16-19mm and all rims were adequate except an absent aortic rim. A 22mm amplatzer septal occluder (aso) was implanted succssesfully. After two hours the patient developed multiple pvc's and an echocardiogram showed that the aso dislodged into the left ventricle. The patient went to open heart surgery for device removal.

Manufacturer narrative:
The amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f loader without any deformities. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause for the reported event remains unknown.